Manufacturer narrative:
(B) (4). (B) (4): the customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Symptoms/ae: retroperitoneal bleed, hypotension, nausea, sweating, ecchymosis. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician using the perclose proglide device achieved arteriotomy closure of the right groin after an interventional procedure. Reportedly, post-procedure, the pt developed hypotension, nausea, sweating, and ecchymosis at the groin site. A CT scan identified a retroperitoneal hemorrhage. The pt was treated with dopamine, neo-synephrine, transfusion of two units of packed red blood cells and fluids were administered. The groin site bleeding was treated with a non-abbott closure device and manual compression. Hospitalization was extended by five days for observation. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.